Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had nothing but problems with the device since it was implanted. Patient turned the device off in february because it wasn't going any good, patient was still wetting themselves. Patient wanted the device removed but they wouldn't remove the device because of the patient's age. Patient turned stim back on in june. Patient said they felt stim for 2-3 days then they stopped feeling stim. Patient said they are urinating on themselves and have to wear pads. Patient said they tried different programs which didn't help their symptoms. Patient said the device helps for a little while then it stops helping them. Patient said a catheter was put in, patient got utis, was really sick and was having problems so the catheter was removed. Patient contacted the clinic to have the device checked and they instructed the patient to call patient services (ps). Reviewed ps role and directed patient to contact the healthcare provider (hcp) to make an appointment to have the device checked .